Event description:
Per the audiologist, the pt reported poor sound performance (date not reported) when using the cochlear implant system. The pt's mother reported the processor was "hot to the touch" in 2009, (date not reported). The pt continued to wear the processor with no further instance of it becoming warm. The pt reported distortion when using the fm at the school (date not reported). It was recommended the pt discontinue using that processor and begin using the back-up processor. The pt's mother reported no injury from the device becoming "hot". The MFR has requested the equipment be returned for analysis.

Manufacturer narrative:
This report filed 2/4/09.